Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Then an unexpected critical pump error occurred. Per visual inspection the home motor switch was corroded. In addition to this, there is corrosion inside the battery compartment as well as the battery board beneath it. There are also signs of previous moisture presence on electrical board particularly on a part located close to the battery connectors. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to both the pump error 38 and the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received with an insulin pump error. No harm requiring medical intervention was reported. The error occured after performing displacement test. The insulin pump will be returned for analysis.